Event description:
It was reported occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer disconnected from site and did fill tubing to push insulin out of tubing and resumed insulin.